Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 100 units. The customer's added additional insulin to the cartridge and was able to successfully complete the load process. The customer's blood glucose level was 77 mg/dl.